Event description:
It was reported that the iab was inserted in a patient with an mi. The pump experienced high baseline alarms, due to the balloon failing to unwrap completely. The iab was removed and replaced, without any further complications.